Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was unable to be confirmed due to lack of device return or applicable imagery. Available information suggests calcification likely contributed to the event as the customer reported that during valve deployment, a piece of calcium was noted to look like it was being pushed at the annular level and was visualized odd during the 1st half of deployment. Upon full deployment the calcium and annulus looked eccentric and the balloon to the delivery system ruptured as well. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 23mm sapien 3 ultra valve in the aortic position. During valve deployment, a piece of calcium was noted to look like it was being pushed at the annular level. Upon full deployment, the 23mm commander delivery system balloon burst. The devices were removed without issue. Immediately after device removal noticed that the patient had a pericardial effusion. A pericardial tap was performed and removed about 150 cc of blood from the pericardial sac and infused it back into the patient. The patient was reversed with protamine and they performed another echo and the patients effusion had resolved and the patient was stable. They described the situation as a contained rupture.

Manufacturer narrative:
Investigation is underway. H3 other text : not returned.

Manufacturer narrative:
Corrected data: b1, h1, h6 per further investigation, the injury was captured under the valve. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-18178. Investigation is underway. Per further investigation, the injury was captured under the valve.